Manufacturer narrative:
The event occurred in (B)(6).

Event description:
On (B)(6) 2014, it was reported that the patient's infusion device displayed w2 (battery low), but did not display e2 (battery empty) before it switched off. No adverse event was reported. The infusion device was requested to be returned for product evaluation.